Event description:
A report was received that during the implant procedure, the physician punctured the dura while trying to place the lead. The patient experienced a headache, was hospitalized, and treated with an IV serum.